Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for primary prevention indications. Defibrillation threshold (dft) testing was successful. About 30 minutes after implant, the patient experienced spontaneous ventricular fibrillation (vf). The device successfully treated the vf, but the vf restarted within minutes. According to the physician, the patient was in an arrhythmic storm with suspected asystole after conversion. It was impossible to discriminate asystole from low wave vf on ECG-monitor. Cardiopulmonary resuscitation (CPR) was performed for 3.5 hours but was ineffective and the patient died. Device interrogation was attempted during the resuscitation efforts, so only three episodes were able to be reviewed; a complete review and download of all the episodes was not possible at that time and would be performed at the post-mortem device interrogation. Additional information was received. Further review of the episodes found some evidence of oversensing during post-shock pacing, causing the pacing to terminate prematurely. T-wave oversensing was also observed in later episodes during delivery of CPR, and some undersensing was also reported. It was reported the patient's medical history included ischemic heart disease, a past myocardial infarction (mi), a revascularization, and an ejection fraction (ef) of 24%. An autopsy revealed no acute myocardial infarction and no other reasons for electrical instability. The physician was not able to rule out dft testing as the cause of the electrical instability of the heart. Complete data was now submitted to technical services for analysis. It was noted that while the counters showed 13 shocks were delivered, only seven shocks appeared in the saved episodes. However, it was confirmed that some episodes occurred during active telemetry sessions with the device. It is normal device function to not store an episode while the device is in an active telemetry session. The s-ICD system was explanted post-mortem and will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for primary prevention indications. Defibrillation threshold (dft) testing was successful. About 30 minutes after implant, the patient experienced spontaneous ventricular fibrillation (vf). The device successfully treated the vf, but the vf restarted within minutes. According to the physician, the patient was in an arrhythmic storm with suspected asystole after conversion. It was impossible to discriminate asystole from low wave vf on ECG-monitor. Cardiopulmonary resuscitation (CPR) was performed for 3.5 hours but was ineffective and the patient died. Device interrogation was attempted during the resuscitation efforts, so only three episodes were able to be reviewed; a complete review and download of all the episodes was not possible at that time and would be performed at the post-mortem device interrogation.additional information was received. Further review of the episodes found some evidence of oversensing during post-shock pacing, causing the pacing to terminate prematurely. T-wave oversensing was also observed in later episodes during delivery of CPR, and some undersensing was also reported. It was reported the patient's medical history included ischemic heart disease, a past myocardial infarction (mi), a revascularization, and an ejection fraction (ef) of 24%. An autopsy revealed no acute myocardial infarction and no other reasons for electrical instability. The physician was not able to rule out dft testing as the cause of the electrical instability of the heart.complete data was now submitted to technical services for analysis. It was noted that while the counters showed 13 shocks were delivered, only seven shocks appeared in the saved episodes. However, it was confirmed that some episodes occurred during active telemetry sessions with the device. It is normal device function to not store an episode while the device is in an active telemetry session. The s-ICD system was explanted post-mortem and will be returned for laboratory analysis.